Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter facility name: (B)(6). Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient they were cooling to normothermia in an arctic sun device. They had disconnected the device from the pads for the patient to go to CT. They were trying to resume therapy now but kept getting low flow alarms. Confirmed they have four pads connected. Had nurse stop therapy, empty pads, and disconnect. Confirmed all tubing was straight, no kinks or bends. Had nurse reconnect pads with proper technique and resume therapy. Device primed to water flow rate (wfr) was 0l/min. Had nurse stop therapy, empty pads, and disconnect. Walked through placing device in manual control, without pads, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 82 percentage, system hours were 4,439, and pump hours were 3,844. Had nurse connect one pad at a time, added right chest, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -6psi, circulation pump command (cpc) was 66 percentage. Added left chest, water flow rate (wfr) was 2 l/min, ip -3.6psi, circulation pump command (cpc) was 100 percentage. Added right leg, water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -1.9psi, circulation pump command (cpc) was 100 percentage. Added left leg, wfr 1.1 l/min, inlet pressure (ip) was -1.3psi, circulation pump command (cpc) was 100 percentage. After a few minutes, water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -1.3psi, circulation pump command (cpc) was 100 percentage. Had nurse stop manual control. Informed nurse it looks like the circulation pump was failing. Suggested to try swapping to a new machine and send this device to biomed labelled low flow, s/n dyaty033. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use under (B)(4) rev 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions can be taken. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient they were cooling to normothermia in an arctic sun device. They had disconnected the device from the pads for the patient to go to CT. They were trying to resume therapy now but kept getting low flow alarms. Confirmed they have four pads connected. Had nurse stop therapy, empty pads, and disconnect. Confirmed all tubing was straight, no kinks or bends. Had nurse reconnect pads with proper technique and resume therapy. Device primed to water flow rate (wfr) was 0l/min. Had nurse stop therapy, empty pads, and disconnect. Walked through placing device in manual control, without pads, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 82 percentage, system hours were 4,439, and pump hours were 3,844. Had nurse connect one pad at a time, added right chest, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -6psi, circulation pump command (cpc) was 66 percentage. Added left chest, water flow rate (wfr) was 2 l/min, ip -3.6psi, circulation pump command (cpc) was 100 percentage. Added right leg, water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -1.9psi, circulation pump command (cpc) was 100 percentage. Added left leg, wfr 1.1 l/min, inlet pressure (ip) was -1.3psi, circulation pump command (cpc) was 100 percentage. After a few minutes, water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -1.3psi, circulation pump command (cpc) was 100 percentage. Had nurse stop manual control. Informed nurse it looks like the circulation pump was failing. Suggested to try swapping to a new machine and send this device to biomed labelled low flow, s/n (B)(6). Encouraged nurse to call back with any issues.

Event description:
It was reported that the nurse stated that they have a patient they were cooling to normothermia in an arctic sun device. They had disconnected the device from the pads for the patient to go to CT. They were trying to resume therapy now but kept getting low flow alarms. Confirmed they have four pads connected. Had nurse stop therapy, empty pads, and disconnect. Confirmed all tubing was straight, no kinks or bends. Had nurse reconnect pads with proper technique and resume therapy. Device primed to water flow rate (wfr) was 0l/min. Had nurse stop therapy, empty pads, and disconnect. Walked through placing device in manual control, without pads, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 82 percentage, system hours were 4,439, and pump hours were 3,844. Had nurse connect one pad at a time, added right chest, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -6psi, circulation pump command (cpc) was 66 percentage. Added left chest, water flow rate (wfr) was 2 l/min, ip -3.6psi, circulation pump command (cpc) was 100 percentage. Added right leg, water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -1.9psi, circulation pump command (cpc) was 100 percentage. Added left leg, wfr 1.1 l/min, inlet pressure (ip) was -1.3psi, circulation pump command (cpc) was 100 percentage. After a few minutes, water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -1.3psi, circulation pump command (cpc) was 100 percentage. Had nurse stop manual control. Informed nurse it looks like the circulation pump was failing. Suggested to try swapping to a new machine and send this device to biomed labelled low flow, s/n dyaty033. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter facility name: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.